Event description:
Medtronic legal received information on april 1, 2022 regarding the november 21, 2019 voluntary urgent field safety notification. Reporter alleged an incident on (B)(6) 2020 and another one on an unknown date. Reporter alleged that the retainer ring damaged and customer had hyperglycemia/diabetic ketoacidosis and an alleged over or under delivery of insulin from the insulin pump. Customer experienced symptoms such as nausea, vomiting and heart arrhythmia. Customer was brought to the emergency room and or hospital and was treated with intravenous fluids and insulin. Customer was using the auto mode feature at the time of the event and the threshold suspend was enabled to set before low. The insulin pump will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (B)(4) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.